Event description:
Patient c/o being cold and nauseated, one hour & 15 minutes into hemodialysis. Treatment stopped. Blood returned. Post termination patient c/o shaking, chills. Temperature = 97.6 degrees. Blood pressure 184/p patient-home. C/o feeling badly next day. 23rd use. Blood cultures negative 0 signs and or symptoms of infectioninvalid data - regarding single use labeling of device. Patient medical status prior to event: unknown. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device not used as labeled/indended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.